Event description:
It was reported that a remote alert was received, indicating that this implantable cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. As the patient was pacemaker-dependent, the monitoring healthcare facility contacted the patient and instructed them to attend the emergency department. The patient noted feeling dizzy the same day the crt-p entered safety mode and was subsequently hospitalized, where this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a remote alert was received, indicating that this implantable cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. As the patient was pacemaker-dependent, the monitoring healthcare facility contacted the patient and instructed them to attend the emergency department. The patient noted feeling dizzy the same day the crt-p entered safety mode and was subsequently hospitalized pending a revision procedure, which has not yet occurred. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that a remote alert was received, indicating that this implantable cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. As the patient was pacemaker-dependent, the monitoring healthcare facility contacted the patient and instructed them to attend the emergency department. The patient noted feeling dizzy the same day the crt-p entered safety mode and was subsequently hospitalized, where this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This crt-p has been received for analysis.